Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms. Reportedly, the customer continued to use the pump for insulin therapy customer¿s blood glucose was between 54-500 mg/dl.